Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. It was found that there was some corrosion on connectors. The connectors were cleaned and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) monitor has blue lines that come across the screen intermittently. The system must be rebooted to resolve the issue.